Event description:
It was reported that the patient with this ra lead had exhibited infection and erosion. A revision was performed and the crt-d along with the rv lead, ra lead and left ventricular (lv) lead were explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).